Event description:
It has been reported to philips that system did not start up. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information received, the system was not in clinical use at the time of the event. A philips field engineer (fse) confirmed that a reset due to software loading to the general power distribution unit (gpdu) caused the system power, and therefore the suite pc and internal network switch, to be dropped, resulting in the suite pc being unable to load software. The fse powered on the suite pc then switched to the external 230v power source, preventing the gpdu power-drop from affecting the pc software loading. After this, the system was returned to use in good working order. The codes were updated based on the investigation outcome.